Event description:
It was reported that a 26-year-old female patient underwent a primary breast augmentation with two 600cc mentor memorygel breast implants and experienced capsular contracture (baker grade 2) on the left side and a rupture on the right side post-operatively, which was diagnosed during an office visit. The patient reported that it has been very painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2023, mentor received additional information regarding the patient and event. The patient's ethnicity has been updated to not hispanic/latino. The patient's race has been updated to white. The capsular contracture's baker grade was reported to be baker grade 4 on the left side. On october 19, 2023, mentor received additional information reporting that the patient is to undergo device explantation on (B)(6) 2023. Section d6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 05, 2023, mentor received additional information regarding what the patient was experiencing and date of explantation. It was reported that the patient experienced pendulous breasts enlarged breasts from implants glandular ptosis skin and laxity of the breasts was noted. The date of device explantation was reported to be (B)(6) 2023. On december 22, 2023, the mentor failure analysis lab has received the device for evaluation. On december 26, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 600cc returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).